Event description:
A malfunction on the pump was reported by the caller without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the same malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any malfunction code recurred.